Event description:
During an esophagogastroduodenoscopy (egd) procedure, the physician used a six shooter saeed multi-band ligator. The device handle was rotated very fast and all the bands deployed at once. The user facility indicated "this was complete user error." As a result of all six bands prematurely deploying, the varix was unable to be banded. A second ligator was used and the same event occurred. The patient started to bleed and had to be intibated to protect the airway. Another banding kit was used to complete the procedure. A foreign object did not have to be retrieved from the patient.

Manufacturer narrative:
Evaluation: we were unable to confirm the report as it was described because the affected product was not returned to cook endoscopy for evaluation. After a review of the device history record for this lot number, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of occurrence is rare. Conclusions: we were unable to conduct a full investigation because the ligators were not returned for evaluation. However, we can provide the following comments: the intended use in the instructions for use state this ligator is used to endoscopically ligate esophageal varices. The potential complications associated with gastrointestinal endoscopy include but are not limited to: hemorrhage, aspiration, respiratory depression or arrest. These potential complications are listed in the instructions for use for this ligator. The initial reporter indicated the ligator handle was rotated very fast and this was "complete user error." Rotating the handle in a rapid fashion is the most likely cause for misfiring or premature deployment of the bands. The instructions for use instruct the user to deploy the band by rotating the handle clockwise until band release is felt, indicating deployment. Premature band deployment can also occur if the handle does not remain in the two-way position until ready for band deployment. The instructions for use instruct the user to keep the handle in the two-way position before and during introduction of the endoscope. After the endoscope is in place, the user is then instructed to place the handle in the firing position. During the procedure, endoscopic suction is applied to the banding site to properly place a ligator band. Premature band deployment can also occur if the handle is rotated before maintaining suction on the banding site. The instruction for use advise the user to maintain suction while deploying the band. The instructions for use advise the user that removal of the endoscope and attachment of another ligator may be required if more bands are needed. Prior to distribution, all saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective action: no corrective action warranted at this time because the report was unable to be verified. The information provided indicated this occurred due to user error. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.